Event description:
The coverloc has disengaged from the plate resulting in screws backing out. Surgical case went fine, coverloc disengaged and screws backing out of talus within a few weeks.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.